Manufacturer narrative:
Correction b5: additional information received reports that the occipital leads were replaced electively and therefore are not reportable.

Event description:
Additional information received reports that the occipital leads were replaced electively and therefore are not reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had discomfort at the lead sites. Surgical intervention was undertaken, and the leads were explanted and replaced.